Event description:
Procedure: laparoscopy - gyn. Reportedly when attempting to connect the cannula with the obturator, they broke and the cannula cracked. A piece of the plastic dropped into the cavity. The piece was removed from the cavity with no problem. Used another device. No injury.